Manufacturer narrative:
Submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the force sensor calibration was out of specification. During the rewind, load and prime steps, there was no loss of prime. The pump was exercised for 24 hours with no loss of prime. During bolus testing, the pump alarmed for occlusion. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printed circuit board.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: force sensor out of calibration; there was a misaligned component on the printed circuit board.